Manufacturer narrative:
The exact event date was not available, therefore the date 10/01/2024 was used as estimate, as it was reported that the urinary incontinence started approximately three months ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, as the device stopped working and presented balloon fluid loss. A surgical procedure was performed, during which the device was removed and replaced. No additional patient complications were reported.